Manufacturer narrative:
Initial report sent: 07/06/2007.

Event description:
Procedure type: lap appendectomy. According to the reporter, after firing it was noted that the staple formation was not good. The staple-line was cut off using another stapler of same type. The incision was not extended to correct the problem. No transfusion was needed. No knowledge of the weight or medical history of the patient. No patient injury was reported.